Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. The manufacturer¿s technical services (ts) confirmed the reported issue. Customer was advised to use rev k service manual instead of j. The customer used rev k service manual to complete the testing. The unit successfully passed the required performance.

Event description:
The customer reported pressure accuracy test failed. Using the rev j service manual the pressure was failing. The device was not in use at the time of the reported event; therefore, there was no patient involvement event date not specified; estimate used.